Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated that on (B)(6) 2022, the low glucose alarm did not sound and customer experienced a loss of consciousness. The customer had contact with a healthcare professional and administered IV glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number for the sensor has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. DHR for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated that on (B)(6) 2022, the low glucose alarm did not sound and customer experienced a loss of consciousness. The customer had contact with a healthcare professional and administered IV glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.